Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer had failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed and could not open. A field service engineer removed the medication jam that was blocking the sensor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.